Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that 1 day post implant of two bifurcated devices and suprarenal aortic extension, the pt presented with retroperitoneal bleeding on the left side and the pt expired. Reportedly, the pt presented with small vessels, short calcified non-aneurysmal neck, severe calcification especially near distal aortic area. The physician successfully implanted a bifurcated device and a suprarenal aortic extension, and ballooned the stent grafts post implant. A few hours post index procedure the pt presented with retroperitoneal bleeding on the right side, which was confirmed by computed tomographic scans and was treated with self expanding stent. It was also reported that during this time an endoleak type iiib was noted on the bifurcated device, which was treated by implanting additional bifurcated device. The physician did not balloon the stent grafts post secondary procedure. Reportedly, a pigtail catheter was used inside the stent graft to confirm adequate seal. A few hours post secondary procedure the pt presented with retroperitoneal bleeding on the left side and the pt expired.